Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 303140, expiration date 10/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the advantage system.

Event description:
Customer reportedly received result of 52 mg/dl on the aviva system and result of 102 mg/dl on the advantage system while using comfort curve test strips within 10 minutes. Customer drank sweetened cranberry juice based on result of 52 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.